Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil interventional procedure using an 8f sheath. Reportedly, a suture break occurred during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed, 2616 added.

Event description:
Subsequent to the initially filed report, the following information was received: a suture break did not occur during knot advancement with the suture trimmer. It was meant to be reported that the whole suture came out with the knot intact when the prostyle device was removed from the anatomy. No additional information was provided.